Manufacturer narrative:
Analysis: upon opening the returned device it was noted that the balloon was full of blood indicating there was a leak. Upon pressurizing the balloon a gross leak was noted over the proximal balloon cone in the form of a longitudinal tear of the balloon. The length of the tear was approximately 2mm. The tear appears to be a puncture but is difficult to determine. As the device was used in conjunction with an endograft it is possible that the balloon came in contact with one of the multiple fixation barbs of the endograft. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of advanta v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr or 7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check this lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Atrium medical only releases production lots that have passed the aforementioned performance and quality requirements. A review of the performance data shows that all product lot quality performance data was well within the acceptable range, specifically the deployment of the stent where no balloon leaks were noted and the balloon burst test data. The requirement is that the balloon during balloon burst testing post stent deployment must not burst below 12atm as the rated burst pressure is 12atm as indicated on the product label. The minimum balloon burst pressure recorded was 19.8atm of samples tested. An additional review of the balloon forming device history records was also conducted. The device history records indicate that the lowest burst test data point was 19.2atm of 34 samples tested. In all accounts the balloon performed well above the rated bust pressure of 12atm. During the manufacturing process the entire stent delivery system is pressurized to the product rated burst pressure of 12atm. This testing is conducted 100% following manufacturing procedure. A hole in the balloon would have been detected during this leak test. A review on the non-conformances in manufacturing were reviewed and this production lot of catheters did not have any non-conformances during the manufacturing build in regards to balloon rupture or leaks and there have been no corrective actions been initiated for balloon leaks at the product lot qualification testing process. The review of non-conformances does show that there have been instances where a balloon had been found to have a leak during the lot qualification testing process. Conclusion: based on the provided details of the complaint and the complaint investigation atrium medical corporation cannot conclude that the product in question was at fault or was leaking at the time of manufacture. It is likely that the balloon was punctured by one of the fixation barbs of the endograft used in this chimney case. This cannot be determined however without fluoroscopic images from the case. None were received as part of the complaint.

Event description:
N/a

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent moved from the balloon before deployment.